Manufacturer narrative:
The device was received for evaluation 11/13/2023. Th customer reported complaint that the unit infused faster than programmed could not be replicated during evaluation. Self-test and visual inspection were performed; self-test passed - visual inspection was performed and found chip on the rear case and bent lever. The customer complaint wasn't confirmed that the device had an accuracy issue. The probable cause is not found on the device to be over-delivering faster than what's programmed.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The event involved a plum 360¿ infuser. The customer reported that the unit infused faster than programmed during patient use of an unknown medication. The customer's biomed technician could not replicate the problem. There was no harm reported as a consequence of this event.